Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 mp type1 pps ho 15.0, pn 51-107150, ln 6341516. Report source (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-10854. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported event was confirmed by visual inspection of the returned products identified debris within the sealed cavities. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.